Event description:
The plaintiff's attorney alleged that the pt experienced metabolic alkalosis, hypotension, and a cardiovascular event and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-02533 and 1225714-2014-02534.